Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges recurrent e-4 (occlusion error messages) preventing the proper delivery of insulin, resulting in the patient's hospitalization for dka. Patient was treated with an IV insulin drip. Requested return of the alleged device for evaluation.